Manufacturer narrative:
Manufacturer became aware of this event upon receipt of returned components as part of CAPA (B)(4) market action. Interviews indicate the end-user was transitioning into the device when one of the telescoping bars which support the backrest frame broke. End-user was reported to have been removed from the device to which the service provider was contacted to evaluate/repair the device. No injuries were reported to have occurred as a result of the failure. This known failure mode was analyzed at the parent company in sweden and all parts met design specifications. It was, however noted, that this component had failed because it had seen unusual stress which allowed it to fatigue and break over time. It was decided in 4/2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. The re-designed part has been issued to the service provider to address this reported failure. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. Dealer confirmed having received the new components, installed on the device and returned to end-user. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report from service provider as end-user was transitioning into the device, one of the telescoping bars for the backrest frame broke. No injuries were reported to have occurred as a result of the component failure.